Event description:
Anesthesia provider and nursing voiced concern about the new blood pressure cuff during a procedure. The connector for the cuff is metal; posing a risk for burns during the use of electrocautery in both the arms tucked and arms on arm board positions.